Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a cassette set and transfer set during peritoneal dialysis therapy. The transfer set and patient line came apart and the patient reconnected. The technical service representative assisted with ending therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.